Event description:
It was reported that the right ventricular (rv) lead had a drop in impedance and t-wave oversensing. The lead will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had a drop in impedance and t-wave oversensing. It was later reported by the patient that the rv lead "failed." Additional information was obtained indicating that the rv lead has been capped and replaced prophylactically. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.